Manufacturer narrative:
The insulin pump was returned for a low battery alarm and power error alarm. Detailed trace analysis confirmed the alarms were triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with normal operating currents and no unexpected power failure, failed battery test, or replace battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, scratched case, and scratched and cracked keypad overlay.

Event description:
The customer's parent reported via phone call that the insulin pump was experiencing power failure. The caller stated that the issue had occurred eleven times and six times the day prior. The customer changed the battery and performed the self test, but the issue continued afterwards. The customer had also received the battery failed alarm. The customer's blood glucose was unknown. After troubleshooting the issue, the customer was advised that the insulin pump would be replaced due to the many power error alarms received. The customer was advised to revert to a back-up plan. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.